Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint - patient complains of pain and instability with her depuy hip - specifically gription, which is a pinnacle hip. Update rec'd 04/22/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from inflammation, osteolysis, elevated cobalt and chromium levels, metallosis, and synovitis. Litigation has also provided a revision date of (B)(6) 2015. At this time, we are unaware what products were removed and reason for the revision. If further information is received, the complaint will be updated at that time. Updated head/liner/stem.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/7/16- pfs and medical records received. Pfs reported leg pain, swelling, inflammation, weakness, numbness, itching, sores, twitching, unable to walk distances, headaches, foot weakness/numbness, neurological issues, muscle wasting, difficulty balancing/walking, lack of strength and stamina. Revision surgical report noted pain, scar tissue and thick capsule. There was no report of osteolysis, metallosis or instability.

Manufacturer narrative:
New (B)(6) record created in order to update (B)(6) (legal system) complaint number (B)(4). Reason for original complaint - patient complains of pain and instability with her depuy hip - specifically gription, which is a pinnacle hip. Update rec'd 04/22/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from inflammation, osteolysis, elevated cobalt and chromium levels, metallosis, and synovitis. Litigation has also provided a revision date of (B)(6) 2015. At this time, we are unaware what products were removed and reason for the revision. If further information is received, the complaint will be updated at that time. Updated head/liner/stem. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these devices are exempt from device history record review. A search of the complaints databases identified no other related reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.